Event description:
During baxter's review of the event history for another report, failure code 808:02 occurred twice during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This involved a colleague infusion pump with user interface module master software version 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).the device has been received and is currently being evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause has not been determined at this time. The device will not be repaired since it is a stay-in unit. Additional: a service history review has been performed and the device has not been serviced for the reported condition.